Event description:
Reporter indicated a vns programming wand was unable to interrogate, despite troubleshooting and replacing the wand battery. Communication with patient's vns generators was possible using a different vns programming wand. The suspect programming wand was returned for analysis, and it was identified an intermittent serial data cable was causing communication errors. When a known good bench serial data cable was substituted, all communication errors cleared.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.